Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (tts) and reportedly the customer was removing and adding insulin outside of the load sequence. Tts informed the customer that removing and adding insulin outside of the load sequence is off label per the tandem user guide. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned